Event description:
It was reported that balloon tear occurred. The target lesion was located in the common bile duct. A 12.0 x 20, 135cm mustang balloon catheter was advanced for use. However, when pressure pump was injected with contrast agent, the balloon did not fully inflate. When the device was removed and flushed outside the patient's body, a balloon tear was noted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: mustang 12 x 2 135cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear beginning approximately 2mm proximal of the proximal balloon sleeve and extending approximately 3mm distally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per mustang specification the rated burst pressure for this device is 14 atmospheres. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Event description:
It was reported that balloon tear occurred. The target lesion was located in the common bile duct. A 12.0 x 20, 135cm mustang balloon catheter was advanced for use. However, when pressure pump was injected with contrast agent, the balloon did not fully inflate. When the device was removed and flushed outside the patient's body, a balloon tear was noted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.